Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker stored episodes showing noise. The noise was oversensed, resulting in one episode where pacing inhibition of greater than two seconds was observed in this pacemaker-dependent patient. Technical services reviewed the episodes and noted the noise was consistent with myopotentials from muscle movement. There were also pacemaker mediated tachycardia (pmt) episodes stored. The device was reprogrammed from unipolar sensing to bipolar sensing to resolve the oversensing issue. Technical services also discussed other programming considerations for sensitivity to avoid the noise and max tracking rate to prevent the pmt. No additional adverse patient effects were reported.